Manufacturer narrative:
3003721894-2017-00087 is associated with argus case (B)(4), corega. Corega is marketed as super poligrip in the us.

Event description:
Heart attack [heart attack]. Case description: this case was reported by a consumer via call center representative and described the occurrence of heart attack in a male patient who received gsk denture adhesive (formulation unknown) (corega) unknown for drug use for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced heart attack (serious criteria gsk medically significant). On an unknown date, the outcome of the heart attack was not reported. It was unknown if the reporter considered the heart attack to be related to corega. Additional information the consumer informed that uses corega during many years and in the last year, he presented heart attack.